Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a steerable guide catheter (sgc) leak. It was reported that during device prep, the sgc experienced a leak. The sgc was exchanged and the procedure was completed without further complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.